Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was taken to ICU due to a diabetic coma. It was stated that the customer's blood glucose levels were out of the glucose meter's range. It was reported that the customer was not feeling well enough to troubleshoot, and would be getting together later with a company representative. Nothing further was reported.